Event description:
Customer reports the basal-bolus infusor overinfused its contents of 0.9ml of morphine. 36ml of bupivacaine. No further details provided. No adverse clinical reaction reported.

Manufacturer narrative:
The sample involved in the report was tested for flow rate accuracy. The flow at the bolus restrictor was within flow performance spec at 93.23% of the nominal flow rate. The flow at the basal restrictor was within flow performance spec at 91.4% of the nominal flow rate. Therefore, the report condition of overinfusion was not confirmed.